Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since date of implant hasn't experienced any improvement in symptom control. Patient said that it did work for the first couple of months however since then hasn't noticed any improvement. When asked, patient said that there are some days that it seems to work and other times wakes up at night three times. Patient said last time was at managing healthcare provider's office, a manufacturer representative (rep) was there. Patient said that the rep said that this is the last thing they can do and if doesn't work, there isn't anything more they can do. When asked, patient said they haven't ever made adjustments themselves and only adjustments done at their doctor's appointments. Patient asked for direction, said might ask to have implant removed. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and made an adjustment. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to discuss options with managing healthcare provider regarding the decision about whether or not to have the device removed. Additional information was received from the patient. Patient called back and repeated information regarding ins not working. Reviewed therapy adjustment options with patient. Patient stated hcp is very difficult to get a hold of. Agent reviewed pss role. Patient will continue making therapy adjustments as needed. Patient directed to follow up with hcp if issues persist. Additional information was received from the patient. When asked to clarify ins not working they reported the device worked for only one month after it was inserted. Patient contacted patient services on several occasions for help with no productive results. At this rate patient still needs to have good results or have it removed. The issue was not caused by normal battery depletion. Cause was not determined. The issue was not resolved. Additional information was received from the patient. They reported that the patient said that therapy doesn't work and it only worked for a m onth. Patient said hasn't received any support or direction from manufacturer field person or managing physician and said doesn't know what to do. Reviewed therapy information and programming guidance including information about programs. Patient agreed to try some adjustment. With instruction patient connected to implant and started to switch programs however call disconnected. An attempt was made to reach the patient however call went straight to voicemail. A message was left for patient to call back to resume reviewing how to switch programs. Patient called back so started to review again how to switch programs when call became disconnected again. Outbound call was made to patient and resumed troubleshooting. Patient successfully switched to a different program. Patient to monitor and track symptoms and adjustments. Reviewed general programming guidance again. Additional information was received on 2024-oct-31, patient called back stating after changing programs the therapy was working for a few days and then it stopped working. During troubleshooting it was found patients therapy showed off. Patient was able to turn therapy back on and will see if that helps. Patient mentioned rep (B)(6) happen to be in the office a few months ago and did some things but then said not being able to do anything anymore . Patient states not getting assistance from the doctor or the rep and may have to call back for assistance in using the equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back repeating information previously reported in this case regarding continuation of therapy issue. Patient stated they have to call every so often when they change programs and stated sometimes it works for a while then it stops. Patient reported they have changed settings and stated they think they might have increased too high. Patient stated sometimes it works during the day but reported at night they have a very heavy flow of urine. Patient reported therapy is not working too well. Patient mentioned again no one has really helped them with therapy. Patient stated doctor and sales person never really helped them and they did not know there were different programs until recently. Patient stated sales person "who came in one time" told patient that they could not do anything for them. Patient stated they have considered having implant removed. Patient stated they went on a program and it was fine in the beginning then about a week later it changed. Patient stated they have changed programs and stated last time they called they changed programs and it was ok for about week or so. Patient also stated they have decreased stimulation. Patient stated they are confused and not sure what they are doing. Agent reviewed therapy overview. Agent reviewed general use of external devices and walked patient through how to connect with implant. Once connected, patient reported therapy was off. Patient stated they may have turned therapy off when they last adjusted therapy settings by them self at the beginning of november. Patient stated they thought they had to turn therapy to off once done making therapy adjustments. Reviewed therapy/external devices overview. Patient successfully turned therapy on at 0.8. Patient will monitor symptoms now that therapy is on. Redirected to hcp if not improving. Reviewed airport/security guidelines. Additional information was received on 2024-nov-15, pt called and said: it's really not working properly, they called about a month ago and spoke with pats and changed the program it seemed to work for a couple of weeks but the issue came back so they increased amplitude that didn't help and now they are chang ing pads again. Pt said they have worked with the doctor the nurse and the rep but they don't seem to help. Reviewed interstim therapy optimization information, stimulation sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Redirected to their doctor. During the call pt was successful to synch with their ins, change programs, increase confirming comfortable sensation. Reviewed to monitor results and keep working with their doctor.